Manufacturer narrative:
Title: correspondence: our experience, transoral robotic free flap inset in oropharyngeal cancer source: clin otolaryngol. 2021;00:1¿3 received: 22 september 2019, revised: 31 july 2020, accepted: 6 december 2020, doi: 10.1111/coa.13696. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed september 2015 and july 2018, it was noted that during the procedure a suture device was utilized as an inset suture to secure the flap in place. There were 6 patients included in the study and post-operative complications included a flap infection in one of the patients. This patient was treated with conservative measures without mention of further incident.